Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) ac power cord is damaged. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,d8,d9,g1, g2, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected field: g2. The getinge service territory manager (stm) that discovered the issue, resolved the issue by installing a new ac power cord. Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a.